Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past year.